Event description:
It was reported that pumps wake button did not function as expected. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer continued to use current pump.